Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 and 2.2 was failed. A field service engineer found that all light emitting diodes on drawer 2 were dark and testing showed that the drawer controller on 2.21 was faulty. The drawer controller and module controller were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 were failed to recover. User performed station reboot and recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.